Manufacturer narrative:
The insulin pump had a cracked and bleeding lcd glass, a minor scratched display window, a scratched reservoir tube window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the screen was completely black on the insulin pump. Customer's last blood glucose was 322 mg/dl. Customer treated with an injection. Customer stated that he was skateboarding but was not sure how the damage occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.